Event description:
It was reported that an engage introducer was selected for use. The introducer was placed into the pt's right femoral artery. During the procedure, the shaft of the sheath separated from the hub. This occurred at the end of the procedure when the cath lab tech was suturing the sheath in place. There was some blood loss, but hemostasis was attained. There were no adverse consequences to the pt. After the physician finished the procedure, he opened a 2nd sterile engage package and was able to separate the sheath from the hub after intentionally manipulating and damaging the device. (Medwatch 2182269-2010-00123).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. As indicated, this device model was the subject of an sjm voluntary recall # z-2178-2182-2010, that was initiated on june 28, 2010. Although the event associated with this reported malfunction did not lead to a pt serious injury or death, and sjm does not believe it would be likely to lead to a serious injury or death were it to recur, the decision was made to submit a medwatch report based on the FDA's classification of this as a class I recall with a reasonable probability that the product will cause serious adverse health consequences. A final report to close out the recall was sent to the (B)(4) on september 2, 2010. The engage introducer sheath instructions for use (IFU) instructs the user to advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) cautions to not attempt to insert a catheter having a distal tip or body size larger than the introducer size indicated. The engage introducer sheath instructions for use (IFU) states that individual pt anatomy and physician technique may require procedural variations.